Event description:
It was reported that a malfunction alarm was occurring indicating the cartridge was empty when it still contained more than 120 units. There was no adverse impact to the customer's blood glucose level. Customer addressed the issue temporarily by changing the cartridge, and cts planned to follow up via email to identify a permanent solution. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.